Event description:
It was reported that bd needle 18x1-1/2 rb tw clogged after initial aspiration. The following information was provided by the initial reporter: difficulty using trocars. No problem to aspirate ampoules but then difficulty to reinject. Reinjection into solutions. Problem solved by changing trocar. Problem solved by changing trocar. The incriminated devices were not kept.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230601. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were visually examined and no defects were identified. The samples were then used to puncture a test vial and re-examined under microscope with no issues detected. Although we were unable to replicate the reported issue, we understand that an incident or coring which led to clogging most likely took place. Material 303262 has been created with a regular bevel in comparison to material 304622 which had a short bevel. The regular bevel of material 303262 should pierce the vial between 45-60 degrees to minimize the risk of coring. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.